Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert tone due to the right ventricular (rv) lead triggering a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. In addition, the lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.